Event description:
It was reported that the user experienced a malfunctioning charger that would not charge, and a replacement charger was shipped. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included a review of complaint details and device history records. Investigation of this case revealed a charger malfunction consistent with a mechanical or electrical failure. It was concluded that the device component appears to have failed and replacement was provided.